Manufacturer narrative:
Following receipt of the incident report, our sales representative learned that the user facility was using an 18 gauge cannula. On the following day she visited the hospital for an in-service and reiterated that the use of an 18g cannula at a flow rate of 500ml/min would result in a high pressure alarm and may also increase the output temperature. The operator's manual provides a chart to help guide the user to select an appropriate cannula size for the decided flow rate; when infusing prbcs at a flow rate of 500ml/min, a 14g cannula should be used. It was reported that there was no harm to the patient. Following the in-service, the user facility opted not to return the unit for investigation. No issues have subsequently been reported.

Event description:
The user facility reported that while infusing prbcs during a case, the rapid infuser exhibited a pressure alarm and the temperature reached 40 degrees celsius.